Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found that the tubing from the needle to the vent line sensor (vls) was cut at the fitting of the needle. The vent line sensor identifies diluent and air in the needle vent line during the rinsing and drying of the vent lines. It is used as a fail-safe to prevent dilution of patient samples. The fse replaced the vls tubing and the leak was fixed. The repairs were verified per established procedures. The cause of the leak was the tubing from the needle to the vent line sensor (vls) was cut at the fitting of the needle. (B)(4).

Event description:
The customer reported to beckman coulter (bec) a leak inside the coulter lh 750 hematology analyzer. The volume of the leak was about 20 ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves, glasses and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to open wounds or mucous membranes. Medical attention was not sought. No erroneous results were generated for this event. There was no death, injury or change to patient treatment.